Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes.

Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported. Additional information received indicating that the dislodgement was confirmed through fluoroscopy. No adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.